Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6721m-50 implantable tachy lead, (B)(6) 2010; 4968 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient received inappropriate shock due to suspected fracture of the patient¿s two epicardial leads. It was noted that both leads had oversensing with possible noise. The leads were capped and not replaced. No further patient complications have been reported as a result of this event.